Event description:
This device was implanted on (B)(6) 2015 and was explanted on (B)(6) 2018 due to infection. International the physician was unknown at an unknown facility in canada. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).